Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was determined to be the following: the tip cover was not properly attached. Stress such as friction caused by twisting or pushing and pulling inside the body cavity and interference with the mouthpiece was applied to the tip cover during the incident. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover that was attached to the duodenovideoscope had fallen off inside the patient. The location the device fell into was unknown. It was immediately retrieved, and the procedure was completed. A crack was confirmed on the single use distal cover. There were no reports of patient harm. This is report 2 of 2.